Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/02/2013 with the following findings: a review of the pump¿s history showed replace battery alarms associated with a partially charged battery installed during a battery change. No damage was found to the battery compartment or battery cap. The returned battery cap attached to the pump securely and the pump powered on normally. The pump was exercised for 24 hours and no power issues occurred. The pump cover was removed and no internal moisture or damage was found to the power circuit or battery flex. Unrelated to the complaint, the keypad buttons were all intermittently unresponsive during testing. The keypad cover was removed and evidence of contamination was found under all buttons. Additionally, testing revealed the time and date reset to factory settings. The pump was opened and evaluation revealed the internal clock battery on the circuit board had failed.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a power (no power) issue. It was reported that the pump lost power at random. This issue did not occur in the past. Prior to calling animas, it was reported that the pump could not be powered on with replacement batteries. Visual inspection of the pump did not reveal any issues. A replacement pump was sent to the patient. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.